Manufacturer narrative:
E1: patient city:(B)(6). Patient country:united arab emirates. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported by the patient's mother that her child faced an event of insulin flow block alarm on (B)(6) 2025. The blood glucose level of the patient was 600 mg/dl first day of insertion in the abdomen. The blood glucose was treated with insulin pen. No further information available.